Event description:
According to information provided by the surgeon, this valve was explanted due to endocarditis. The pt experienced two documented cases of streptococcus viridens endocarditis, one of which while out of the country. At explant, there was a "small, culture negative collection" between the valve wall and the native aorta midway between the midpoint of the right coronary sinus and the intracoronary commissure. The valve was replaced with a homograft in the modified subcoronary position. Additional information has been requested.